Manufacturer narrative:
The technician found the inside of the side rail had become filled with residue. The technician cleaned the side rail latch pin and latch to resolve the issue.

Event description:
The technician found the side rail would not latch. No pt impact.